Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. During physical investigation a catheter was received. The tube had a hole at the same position where the helix was broken right at the connector. Therefore, the investigation is confirmed for the identified break as the helix of the returned catheter was noted to be broken. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (mcw; dqx). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to recanalization procedure, the catheter allegedly was damaged outside the box. It was further reported that the helix of the catheter was broken. The procedure was completed using another device. There was no patient contact.